Event description:
Patient seen in hospital in early (B)(6). Found to have fault code 1003: "voltage too low for projected remaining capacity." Device needed immediate change out since alarm has been triggered since early (B)(6).